Event description:
It was reported the instrument was difficult to attach to the handpiece during a laparoscopic nephrectomy. When finally attached, the generator gave a repeated tighten assembly message on the screen. The handpiece was swapped with a second handpiece and the case was completed with no consequence to the patient.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. Ethicon endo-surgery does not support the repair of harmonic® handpiece: the harmonic system is a technologically complex and sophisticated cutting and coagulation device, vibrating at 55,500 times per second. Any alteration of the harmonic handpiece may affect performance and, in turn, compromise patient safety. Ethicon endo-surgery is not aware of any validated process for repairing these devices that demonstrates they will provide adequate stability and reliability for proper performance, consistent with the standards set for the devices in the original manufacturing process. Ethicon endo-surgery is unaware of any validated procedure for repairing or replacing a failed component of the harmonic handpieces. For this reason, in the event of a component failure, ethicon endo-surgery replaces the failed handpiece with a new handpiece in accordance with the 9 month handpiece warranty, rather than attempting to repair or replace the failed component. Ethicon endo- surgery will not warrant a product that has been repaired or altered by an outside party. Use of such handpieces will diminish our ability to analyze any product issues that may occur and void the ethicon endo-surgery warranty for harmonic handpieces. Ethicon endo- surgery does not authorize any vendors to repair the harmonic handpiece. The hand piece was received in good physical condition. Initial testing did not revealed any issues, however, when the handpiece was disassembled, evidence of refurbished activities and/ or component replacement was noted. The internal hand activation wire was different from the standard wire used at the current ees manufacturing process. In addition, other non-ees components were identified (isolators, glue inside the end-cap).